Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that thirty ophthalmic knives were blunt during multiple cataract surgeries. The surgeries was completed by using new knives without any complications to the patients. Additional information has been requested.